Event description:
While servicing the device, an authorized field service engineer (fse) discovered that the j22 connector on the processor pca was broken. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While servicing the device, an authorized field service engineer (fse) discovered that the j22 connector on the processor pca was broken. The noted failure was identified during an onsite inspection of the device by an authorized field service engineer (fse). As a result of the issue, it was determined that the processor pca would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was then conducted with the returned pca and the unit failed operational testing for defib-pads. Additionally, three manual shocks were delivered not within specification as measured by the defibrillator/analyzer. Operational testing was run again while putting pressure on j16, pulling it toward j18, and the device passed. Three manual shocks were then delivered while putting pressure on j16 and the shocks were delivered within specification. As a result, it was determined that the pin(s) on connector j16 had lifted which affected the energy output of the device. Upon conclusion of the analysis, the reported problem was verified and the processor pca was found to be defective.